Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer stated he had the insulin pump on the sink while he was washing his hands and it did fall in the sink and water did get on it. Blood glucose value was 100 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage on the electronic assembly during our visual inspection. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.